Event description:
User facility medwatch report mw5156222 received that states "on (B)(6) 2023 saw cardiologist for recent hospitalization and finding of abnormal bioprosthetic valve. Status post 23 mm triecta bioprosthetic valve placed on (B)(6) 2018 at (B)(6) by (B)(6). Received notification letter july 2023 about trifecta valve being called off the market. Had an echo (B)(6) 2023 and cardiology visit on (B)(6) 2023. Readings from echo showed from (B)(6) 2023 bioprosthetic valve gradient has increased from baseline. The valve leaflets are abnormally thickened. The gradient has increased to 37 mmhg with a peak velocity of 3.7 m/s. Symptoms documented progressive exertional dyspnea and fatigue. Nyla class ii and worsening. New diagnoses of bioprosthetic structural valve degeneration. Valve appears abnormal, gradients are significantly elevated. I was referred back to (B)(6) for redo surgical consult. On (B)(6) 2024 I had an echo transthoracic impressions aortic valve prostheses systolic mean doppler gradient 43mmhg, effective orifice area 0.94cm. Comprehensive office visit with (B)(6) on (B)(6) 2024 where redo aortic valve replacement was agreed upon. Surgery occurred on (B)(6) 2024 with a dual pace pacemaker placed on (B)(6) 2024. Hospital stay was 7 days in the surgical ICU then transferred to step down after pacemaker placed on (B)(6) 2024. Discharge (B)(6) 2024. These surgeries occurred at (B)(6)." It was reported that on (B)(6) 2018, a 23mm trifecta valve was implanted during an aortic valve replacement. In 2023, the patient was seen by a cardiologist for recent hospitalization and abnormal finding on valve. The patient had an echocardiogram in 2023 which showed that the valve gradient had increased from baseline and that the valve leaflets were abnormally thickened. The gradient had increased to 37mmhg with a peak velocity of 2.7m/s. Patient had symptoms of progressive exertional dyspnea, fatigue, and heart failure. There was structural valve degeneration present. In 2024, the patient had a transthoracic echocardiogram (tte) which showed a mean doppler gradient of 43mmhg, effective orifice area of 0.94cm^2. In 2024, the valve was explanted and replaced, and a pacemaker was also implanted. The patient remained in the surgical intensive care unit (ICU) in the hospital for 7 days, and then was transferred after the pacemaker was placed. The patient was then discharged.

Manufacturer narrative:
An event of recent hospitalization and abnormal finding on a valve was reported. Information from the field indicated that the valve gradient had increased from baseline and that the valve leaflets were abnormally thickened. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5156222 received that states "on (B)(6) 2023 saw cardiologist for recent hospitalization and finding of abnormal bioprosthetic valve. Status post 23 mm triecta bioprosthetic valve placed on (B)(6) 2018 at (B)(6) by (B)(6). Received notification letter july 2023 about trifecta valve being called off the market. Had an echo (B)(6) 2023 and cardiology visit on (B)(6) 2023. Readings from echo showed from (B)(6)/2023 bioprosthetic valve gradient has increased from baseline. The valve leaflets are abnormally thickened. The gradient has increased to 37 mmhg with a peak velocity of 3.7 m/s. Symptoms documented progressive exertional dyspnea and fatigue. Nyla class ii and worsening. New diagnoses of bioprosthetic structural valve degeneration. Valve appears abnormal, gradients are significantly elevated. I was referred back to (B)(6) for redo surgical consult. On (B)(6) 2024 I had an echo transthoracic impressions aortic valve prostheses systolic mean doppler gradient 43mmhg, effective orifice area 0.94cm. Comprehensive office visit with (B)(6) on (B)(6) 2024 where redo aortic valve replacement was agreed upon. Surgery occurred on (B)(6) 2024 with a dual pace pacemaker placed on (B)(6) 2024. Hospital stay was 7 days in the surgical ICU then transferred to step down after pacemaker placed on (B)(6) 2024. Discharge (B)(6) 2024. These surgeries occurred at (B)(6)." It was reported that in 2018, a 23mm trifecta valve was implanted during an aortic valve replacement. In 2023, the patient was seen by a cardiologist for recent hospitalization and abnormal finding on valve. The patient had an echocardiogram in 2023 which showed that the valve gradient had increased from baseline and that the valve leaflets were abnormally thickened. The gradient had increased to 37mmhg with a peak velocity of 2.7m/s. Patient had symptoms of progressive exertional dyspnea, fatigue, and heart failure. There was structural valve degeneration present. In 2024, the patient had a transthoracic echocardiogram (tte) which showed a mean doppler gradient of 43mmhg, effective orifice area of 0.94cm^2. In 2024, the valve was explanted and replaced, and a pacemaker was also implanted. The patient remained in the surgical intensive care unit (ICU) in the hospital for 7 days, and then was transferred after the pacemaker was placed. The patient was then discharged.